Manufacturer narrative:
A medtronic field representative reported that he is unsure if the c-arm software has been recently installed. He said "no indication from radiographers nor c-arm engineer that it had been recently updated". No changes to the s7 network information has been made. He reported the following when asked the last successful image transfer to the s7, "the error has not been reproduced under usual usage conditions. However, it likely still occurs upon manual image transfer from c-arm"

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Software investigation has not been completed. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cervical c2-c5 fixation procedure, the site was receiving a transfer error message when transferring patient exams from the non-medtronic 3d c-arm to the navigation system. The c-arm performed a 3d scan of patient. Wireless tracker and patient reference frame were visible (green bar on image acquisition screen) throughout the entire scan, including both extreme positions of wireless tracker. 3d acquisition was successful, waiting for scan to appear on the navigation system. "Transfer error" dialog box appeared, continuous error audio prompts. In trouble-shooting, manually pushed the scan over from the c-arm to the navigation system. C-arm network window displayed successful progress of push of about 200+ images. Transfer error message re-appeared. Switched 2 cables and network ports on the c-arm. Unsuccessfully attempted to push scans of past 3d cases that previously navigated properly. Issue remained. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.